Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2014 with the following findings: review of the black box data did not reveal any records suggestive of short battery life. Consecutive power on reset records were observed on (B)(6) 2014. The battery voltage prior to the power on reset events was above the battery alarm/warning threshold. The battery cap and compartment were intact without damage. The battery cap secured to the pump properly. The sleep currents were noted to be above specifications. The pump was opened for investigation and revealed moisture corrosion on the power circuit, printed circuit board.